Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: we have had a further issue this week with the alaris IV line not opening the anti-reflux valve sufficiently to allow flow. A couple of lines were used without success and the line and IV pump was changed to permit administration of IV fluid.

Manufacturer narrative:
One mz1000 sample was received for investigation related to (B)(4). No packaging was returned. The sample was accompanied by a 60593 set. When the returned 60593 set was connected to the mz1000, intermittent flow was observed, with most attempts resulting in occlusion. However, no occlusion was observed when using stock maxplus or smartsite connectors with the returned 60593 set. A comparable 60593 set from bd stock (same lot range) produced the same occlusion when paired with maxzero. When introducing a stopcock between the 60593 set and maxzero, it eliminated the occlusion. Priming and flushing the maxzero with a 50ml bd plastipak syringe did not result in occlusion. The details of this feedback were forwwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component as well as of the maxzero housing, in both instances it was identified that the components were within specification. However, in order to confirm the cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant, in order to reduce such instances during future production. A lot number was not provided as part of the investigation; however, a review of the laser ID from the maxzero component confirmed a possible lot number to be either 250252382 or 25025415; a review of the production records for the potential lots did not identify any in process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
No additional information.